Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The ultra 2 monorail cutting balloon broke at an unspecified location. The details of the event are unknown. No patient injuries or complications were reported. The patient's status is unknown. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the cutting balloon will not be returned for evaluation; therefore, a failure analysis of the cutting balloon could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.